Event description:
It was reported that this device could not be interrogated with two different programmers. Also, the patient had a left ventricular assist device implanted last year at which time the subcutaneous implantable cardioverter defibrillator (sicd) was programmed off but remained implanted. The sicd has been implanted more than six years. The doctor plans to explant the sicd. There were no adverse patient effects.